Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was received with the capsule partially opened and with a valve partially deployed. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There were scratches to the distal end of the capsule. There was a bend along the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the original valve deployed with an infold. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. Here was damage/a break to the distal end of the inner member sheath. The investigation is in-progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an experienced nurse loaded the valve. A load check was performed, which showed a crown overlap until node 3.5. A pre-dilatation was performed with a 24 balloon. The valve was deployed until 80 percent. The valve was under expanded and placed too low. A recapture was performed and the valve was placed again. Infolding occurred when the valve was re-deployed. The valve was removed from the patient. A replacement valve was loaded by the same nurse. The load check was performed and identified crown overlap until the 2nd node. The replacement valve was implanted successfully. No adverse patient effects were reported. Additional information was received that a procedural delay occurred as a result of the infold. Per the physician, the patient's eccentric calcium contributed to the infold.